Manufacturer narrative:
The tandem t:slim pump user guide indicates that the novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus and basal delivery. The customer changed the infusion set and received another occlusion. The customer's blood glucose level was 489 mg/dl. After troubleshooting with the customer, tandem technical support advised the customer to change the cartridge and infusion set. Reportedly, the cartridge had been in use for 6 days.